Event description:
It was reported that during the implant after implanting the lead into the myocardium the insulation part of the lead became damaged during rotation and thus the lead was cut and removed. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.